Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they could not communicate with the implantable neurostimulator (ins) using their recharger or patient programmer. No patient injury or harm was reported. No further patient complications were reported.